Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. It was reported that after final release the valve dislodged ventricular. The dislodgement event was not captured and provided for review therefore it is not possible to validate cause of the dislodgement. Furthermore, it is known that the valve was snared and repositioned into the ascending aorta. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The images provided show a valve in the body, possibly in the ascending aorta and a fluoroscopic valve load inspection of a second valve confirming a good load. Final angiogram confirms the dislodged valve in the ascending aorta and a second valve implanted. A patient executive summary and intraprocedural images would be required to determine cause of the ventricular dislodgement. As listed in the IFU, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-pevprop23-29}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the bioprosthetic transcatheter valve at final release of the valve, the valve dislodged into the left ventricle (lv). This resulted a large paravalvular leak (pvl). As result, the valve was snared from lv into the ascending aorta. An additional valve was successfully implanted.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was not a high level of calcification, which contributed to the valve dislodgement. The valve procedure was prolonged due to the dislodgement.